Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units or more of insulin during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.